Event description:
It was reported that (1) device was used during a laparoscopic myomectomy. The blade worked ok during the procedure for a few minutes, then would tone out. The handpiece was brand new and went through 5 more blades and the same thing occured. There was no consequence to the pt.